Event description:
It was reported that a revision surgery was performed due to pain.

Manufacturer narrative:
Based on the information provided, the device did not cause or contribute to a death or serious injury, nor has it been implicated by the physician. In addition, the information provided does not reasonably suggest that the device malfunctioned. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event.

Manufacturer narrative:
The purpose of this investigation was to examine the as-received implants visually and microscopically. No destructive testing was carried out. Bone/tissue was attached to the backside of the acetabular shell. There are areas of damage observed on the femoral head. (B)(4). Abrasive wear and cracking were noted on the articulating surface of the liner. This may have been due to contact with the femoral head following dislocation or caused by third-body wear. The cause of the reported complaint is unable to be determined.